Event description:
Customer's wife reported that the insulin pump alarmed for a motor error during a bolus. She stated that she changed the infusion set and then received a no delivery alarm. The blood glucose reading was 152 mg/dl. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. She stated that she was not able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.